Event description:
Patient had triple lumen central line catheter placed without being sutured at the catheter hub. Fastener was the only point where sutures were placed. Concern catheter could have become dislodged without being sutured at the catheter hub. We have had multiple events, same concern with this product.